Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated according to malfunction. Leakage from connection between the tubing connector and the infusion set (cannula part/base piece) the lot 6005938 in question was produced at reynosa site. Investigation process of the complaint was carried out in accordance work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected and tested flow and leak. All test results were within specifications. The following test was performed: visual inspection: (version.14) quality specification for the gluing between the connector and the tubing.doc (version.7) quality specification for the positioning of sealing ring in base piece - quick set.doc. Functional 1.- (version.10) flow test on customer complaints.doc. Functional 2.- (version.25) instructions for the use of the leak equipment in the inspection area.doc. Batch review: the batch listed in the database complaint parent record was reviewed and confirmed to be accurate. Uno quick-set 60/9 sc1 meca was manufactured under system application product (sap) code (B)(4) and manufacturing lot number 6005938 on (B)(6) 2024 and (B)(4) final units in the machines (B)(4) were manufactured. The batch record confirms this information. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking from the quick release on (B)(6) 2024. No further information available.